Event description:
Patient presented to the physician with redness at the ipg incision and mrsa infection was confirmed. Physician brought the patient into the or and removed the entire inspire system.

Event description:
Patient presented to the physician with redness at the ipg incision and mrsa infection was confirmed. Physician brought the patient into the or and removed the ipg and sensing lead.